Event description:
It was found in the records of that the 21 mm 11500a aortic valve implanted for 6 days developed moderate aortic insufficiency with pvl. The patient returned to the operating room and a gap near the nc sinus was repaired with pledget sutures. Per medical records: the patient was being worked up for a kidney transplant and was found to have severe as, occlusion of lad, and severe phtn. He was admitted for avr and CABG x2. Post implant of the 21 mm 11500a valve tee showed no leak. The case was complicated with coagulopathy and cardiogenic shock. Hemostasis was obtained and the patient transferred to the cvicu in stable condition. Post-op there were complications of severe ards, recurrent shock, and refractory hypoxemia. On pod #6, tee showed moderate ai with pvl. On pod #7, the patient was taken back to the or for revision. Intraoperatively the 21 mm valve was inspected, there was a small gap near the nc sinus, pledgeted sutures were used to reinforce and obliterate the gap. There was significant refractory shock and hypoxemia intraoperatively. After transferring back to the ICU, he went into cardiac arrest. Chest x-ray showed worsening pulmonary edema and ards. Despite aggressive supportive measures the patient expired on pod #7. Final diagnosis was listed as severe ards, esrd, and aspiration pneumonia.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.